Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. When passing the biopsy forceps during the inspection, it was observed that a damaged and unidentified endoscopic accessory was broken in the channel mount unit, leading to a blocked channel. The broken piece could be removed from the device. Other observations for the device are: distal end rubber coating (a-rubber) glue is worn-out and separated; coating of the connecting tube came off partly; connecting tube is snaky; angulations are out of specification; and insulation resistance values are out of specification. Air leak inspection did not show any water leakages. The replacement of the connecting tube is required as a major repair to return the instrument to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of a blockage of the device channel while using the biopsy forceps. There is no reported harm to any patient. Upon evaluation of the returned device it was observed that a damaged and unidentified endoscopic accessory was broken in the channel mount unit, leading to a blocked channel. The broken piece could be removed from the device. This medwatch is being submitted for the reportable issue of the foreign material blocking the channel mount unit as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not able to clarify the foreign matter further. As it was unknown if there was any deviation from the method of reprocessing as detailed in the instructions for use by the user facility, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.